Event description:
It was reported that the screw of the power cable of the patient's system controller was too hard to connect to the battery clip. As a result, multiple power cable disconnects were recorded, probably due to a weak connection. Therefore, the system controller would be replaced. The log file captured some random power cable disconnect events that were not related to power source changes. These occurred on the white power lead of the controller and only while using battery power.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of power cable disconnect alarms was confirmed with the submitted log file. The log file captured intermittent power cable disconnect alarm events that was related to a loss of the battery fuel gauge voltage signal when the power cables were connected to the 14v batteries/clips. The data values, prior to and post the alarm event, did not indicate a power exchange was being performed. It was noted the intermittent alarm events appear to consistently occur with the white power cable. Also noted, the log file was retrieved from system controller (serial # (B)(6). Additional information communicated on 03feb2022 indicated the system controller was not exchanged and remains in use. The information indicated that tightening the connector appears to have resolved the alarm issue. All available information for conducting this investigation was collected and no additional follow-up attempts will be performed. To date, the system controller (serial # (B)(6) associated with the event was unavailable for an evaluation. The complaint file will close accordingly and will be reopened if pertinent information is received. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. System controller (serial # (B)(6) was shipped to the customer on 13dec2020. Heartmate 3 patient handbook cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 5 ¿alarms and troubleshooting¿ describes all alarms (visual and audible) and what action should be performed when they do occur. This includes ¿connect power¿ alarms. Low voltage advisory alarm. 1. Promptly connect to a working or different power source (mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. If alarm persists, call your hospital contact immediately. No external power alarm. 1. Immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. Call your hospital contact immediately if connecting to power does not resolve the alarm. Power cable disconnect alarm. 1. Promptly connect the disconnected power cable to a working power source (mobile power unit or two fully-charged heartmate batteries). 2. Call your hospital contact if reconnecting the power cable does not resolve the alarm. Under section 2, under ¿the system controller self test¿, the system controller self test is loud and bright. All of the lights, symbols, and sounds come on and ¿self test¿ appears on the screen. Heartmate 3 instructions for use ¿replace any equipment or system component that appears damaged or worn¿. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the controller was not exchanged and was still in use. The alarm issues seem to be resolved by tightening the connector firmly, although the screw was still hard. The patient was asymptomatic.